Event description:
Report received indicated the end user developing a red raised, itchy rash under the outer white tape collar. The report also indicated that rash is covering 90 percent of the peristomal skin under the tape collar. The manufacturer sent to the patient esteem plus no tape collar for use. The end user will seek further medical treatment if symptoms continue. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.